Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found a pinhole in the reagent probe b to a/b valve tubing. The fse replaced the tubing and no further leaking was observed. The fse confirmed that the pinhole was caused by the tubing rubbing against the stud holding the level sense wire in the up position. The fse also confirmed that the spiral wrapping was on the tubing when the pinhole was found. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a contained reagent probe leak in the unicel dxc 600i synchron access clinical instrument. The customer discovered approximately 1 ml of fluid on the reagent probe drip tray. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.